Event description:
It was reported that during a follow up in clinic, intermittent loss of pacing was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to deliver ventricular pacing was confirmed. Based on the information provided, it was determined that a detection of the crosstalk event overlapping with an end of the ventricular blanking period resulted in inappropriate inhibition of ventricular pacing and also a missing vs (ventricular sensing) marker. The reported event was caused by a limitation of firmware implementation.